Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr calibrated transducers, run vent on battery test settings for over an hour no errors. The fsr performed the operational verification procedure and user verification test according to factory specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.